Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing in the ventricular channel. After range of motions tests were performed, it was noted that noise was related to myopotentials. The patient did not experience any symptoms. The device sensitivity was decreased. The patient was stable after the programming.

Manufacturer narrative:
The previously reported information for lead (B)(4) in this section was erroneously submitted. There is no associated device to this complaint. The complaint is solely for the pacer.